Event description:
It was reported that the patient's pump reservoir had more volume than expected. The expected volume was 4.6ml and the actual volume was 18ml. The patient did not have symptoms other than "usual aches and pains". The medication being delivered the pump was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.